Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v009893, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Event description:
It was reported that during a normal replacement procedure, there was a scab reported at the right lead incision site. It was stated there was no sign of infection, no redness, no fever, and it was not warm to touch. The healthcare provider decided to open up the scab and do a debridement. At that time it was indicated the patient had an infection. The patient was admitted to the hospital until the following monday with antibiotics. It was noted that a culture was sent for testing. It was added that there was "nothing wrong" with the system itself. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-04228. This report refers to an infection with the patient's previous implantable neurostimulator, but with the same lead and at the same location.

Manufacturer narrative:
(B)(4).